Manufacturer narrative:
(B)(4). Insulin pump monitored for several days. Unit received with all operating currents within spec and passed displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
Information received by medtronic indicated that the upper right hand corner of the insulin pump had some condensation or something obscuring the view, the battery had diminished, and the insulin pump was slower to rewind and louder. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.